Event description:
On (B)(6) 2012, baxter product surveillance followed up with the peritoneal dialysis (pd) nurse regarding an unrelated issue. The nurse reported the patient's pd catheter was permanently discontinued due to peritonitis. The patient is on hemodialysis. The cause of the peritonitis was unknown. The patient was hospitalized for peritonitis from (B)(6) 2012. Treatment included unknown antibiotics (dose, frequency, and route also unknown). The pd nurse reported the patient has recovered from this event of peritonitis. No further information is available due to no access of hospital records.

Manufacturer narrative:
(B)(4). This complaint for peritonitis-no malfunction or use error is not confirmed because the disposable set was not returned to baxter, the lot number given had no issues and no deviations from standard procedure were reported. The complaint investigation did not describe any types of use errors that might have caused potential contamination. Therefore the complaint is not confirmed and the assignable cause is determined as no device malfunction or use error identified. Batch review results are acceptable no further evaluation required. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional information becomes available, a follow up report will be submitted.